Manufacturer narrative:
The evaluation was done on the basis of the currently available information. As no sample was received, no investigation could be conducted. A review of the device quality and manufacturing history records was not possible because the lot number is unknown. No revision surgery was performed, patient is in good condition. To date, there is no evidence for a material or product related failure.

Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Three year 8 month post operative breakage of screw head. Two of six screws that were placed are damaged. Revision is not planned as the patient is in good condition. This was discovered during x-ray.